Manufacturer narrative:
Corrections were made to the e3 and g2 fields as the initial reporter was not a health care professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that device handling and reprocessing steps were different between the user and recommendation by olympus. However, a definitive root cause could not be established. The event is preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) _ 5.3 leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported the device was functioning properly. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A company representative reported to olympus that an end user was observed not performing the leak test during reprocessing the evis exera ii duodenovideoscope. There were no reports of patient harm or impact associated with the event. Related patient ID: (B)(6).